Event description:
It was reported that the patient underwent routine replacement of the cardiac resynchronization therapy defibrillator (crt-d) on (B)(6) 2025. Prior to explanting the original device, testing was completed and all impedance values were within normal range. After connecting the new device all shock impedance values associated with the right ventricular (rv) coil were greater than 200 ohms and when testing with the pacing system analyzer, the rv pace impedance was greater than 3,000 ohms. The physician elected to disable the tachy therapy and the patient was to follow-up the next week. No adverse patient effects were reported.